Manufacturer narrative:
Investigation: the investigation was carried out by the aesculap technical service department (ats). The surface shows marks of corrosion and the interior is stained. In a high speed range, vibrations can be observed. However, the temperature after 4 minutes are according to the specification and not abnormal (34 degrees celsius). The stated failure is not replicatable. In general, a repair/maintenance is not possible due to a limited operating life. The involved components have also been checked. They are in good condition and no deviation could be detected. Batch history review: the device history records have been checked and found to be according to the specification, valid at the time of production. There are no hints regarding a manufacturing error. Conclusion and root cause: based on the information available as well as results of our investigation and root cause of the failure is most probably user error as well as wear and tear related. No CAPA in necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported that the shaft burned the side of the patinet's nose. Components in use listed as concomitant devices are: gb794r / hi line xxs handpiece shaft curved iii, gb790r / hi line handpiece, gd675 / micro uni xs highspeed motor, gd670 / microspeed uni control unit w/cool unit, gd668 / microspeed uni foot control one pedal.